Manufacturer narrative:
G4: premarket / 510(k) #: k162350. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee a .5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the initial inflation at 7 atmospheres for 3 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.